Manufacturer narrative:
Additional narrative: patient age and weight are unknown. Event date: unknown. This report is for an unknown locking reconstruction plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown date in 2008. Device has not been explanted yet. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was implanted with the synthes plate in 2008, exact date unknown. A computer tomography (CT) and x-ray showed the locking reconstruction plate had broken. The patient is scheduled to have the broken plate explanted sometime in the near future. Surgery has not yet occurred. This report is for an unknown locking reconstruction plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.